Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver successfully booted and charged. The receiver download log was reviewed and there were no issues related to the customer complaint. All estimated cgm values shown on the receiver are within the accurate value range. The device passed global receiver functional testing. The reported allegation was not found and the customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, the patient used more than one bg meter during their sensor session. The sensor was inserted at the leg on (B)(6) 2018. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.